Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blank display and cracked battery cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she changed to a brand new battery and it registered dead. The customer stated that the battery in use is energizer aa alkaline battery. The customer stated that the battery cap is corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.